Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 8 mm x 2 mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding tip cannot be moved was confirmed by failure analysis. The probable root cause can be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the tip up fenestrated grasper instrument cannot be moved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown whether the missing material (approximately 8 mm × 2 mm) detached from the instrument during surgery or occurred outside of the surgical procedure. No information was provided regarding whether any fragments fell into the patient, whether they were retrieved, or how retrieval was confirmed. Because no broken fragment was identified at the time of the event, postoperative x-ray images were reviewed after the follow-up request, and no fragment consistent with the reported missing material was found. Additionally, the patient did not experience any post-surgical complications related to a retained foreign object and did not require readmission.